Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this atrial lead dislodged. During a routine follow-up non capture in the atrium and atrial oversensing of ventricular events via the atrial channel were noted. The device was reprogrammed. Atrial lead repositioning was planned.